Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was used with the reloads? On which firing of sleeve creation did issue occur? Did a single row of staples fail or entire cartridge? Were there any staples at all deployed on 3rd row? Were there any staple form issues noted on other rows? Were any unusual noises or forces noted during firing? How was the case completed (what instruments were used)? Was the same device used to complete the procedure? What medical factors led the surgeon to convert the procedure to a bypass? Are photos or video available? What is the current patient status?

Event description:
It was reported that in a bariatric surgery (sleeve), when the physician was stapling with the golden reload, it stapled but in the third row of staples, approximately, the staples did not leave (it cut but it did not staple). He converted the surgery to a bypass and continued normally. There was no adverse event to the patient. Patient is well.